Event description:
It was reported that approximately nine years post-hip procedure, the patient underwent a right hip revision due to pain and suspected cup loosening. During the revision, noted scar tissue; muscle/tendon defect; cavity with brownish fluid; cup in retroverted position; some calcar resorption beneath stem collar; and a major groove along the surgical incision indicating a weakness in repairs that may have occurred when the patient fell. All components but stem explanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 139264 lot# 884378 m2a-magnum 52-60mm tpr insrt-6 . G2: foreign ¿ event occurred in canada. H6: proposed component code: mechanical (g04) ¿ head . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.